Event description:
It has been reported to philips that the device may not be functioning as expected. The patient did not survive.

Manufacturer narrative:
Updated model, and catalog number.

Manufacturer narrative:
The initial "date received by manufacturer" on emdr 6083778 with MFR report # 3030677-2025-001370 should be 15may2025.